Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they will go to the bathroom and sit in their chair, but has an accident when they sit down. They also mentioned having loose stool as well. The caller said they have been switching from program to program, but can feel stimulation in their "bladder, down the legs and the leads". The patient added that they have tried program 1, program 3, and program 7 to their knowledge. During the call, they changed from program 1 at 3.0v to program 5 at 1.8v and said they were comfortable. As a result of what was reported, they will monitor symptoms now that a change was made and follow up with the healthcare provider (hcp) if it doesn't resolve. Additional information was received. The patient reported they got the device in november and the device was working its way out of the skin. They stated it was not working because the battery was basically out of the skin. They were going to take the entire unit out and the patient was not in favor of having it put back in. No further complications were reported or anticipated.